Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion was normal.

Event description:
It was reported that there was low impedance and high threshold on both right atrial and right ventricular leads and it led to early battery depletion. Both the leads were capped and replaced and the device was explanted and replaced. No further patient complications have been reported as a result of this event.